Event description:
It was reported via email y customer that the unit failed on a patient, the cardiosave intra-aortic balloon pump (iabp) unit was not timing correctly in auto mode, switched to semi auto and had to adjust timing manually. A few moments later all waveforms were lost and the device started screeching.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, e1(site country, event site address - (B)(6), event site city - (B)(6), event site postal code - (B)(6), event site state - (B)(6), event site telephone - (B)(6). A getinge field service engineer evaluated the unit and found coiled cable is stretched out straight in certain sections. Overall poor condition. Logs indicate faulty coiled cable . He replaced coiled cable(d012-00-1801). Functional testing and safety check to factory specifications. Unit passed all functional and safety tests per factory specifications. Returned to customer and cleared for clinical use.

Manufacturer narrative:
Corrected data: b5, d1,d4(model/catalog/UDI),h6(clinical&impact).

Event description:
It was reported via email y customer that the unit failed on a patient, the cardiosave intra-aortic balloon pump (iabp) unit was not timing correctly in auto mode, switched to semi auto and had to adjust timing manually. A few moments later all waveforms were lost and the device started screeching. There was no patient harm or delay in treatment reported.